Event description:
The customer reported that the ventilator low map thumbwheel switch, when set to a few cm's blow the set map, will alarm when really it shouldn't alarm until it is set above the low map. No pt involvement.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and duplicated the reported issue. Replaced the alarm pcb and ran a performance test. Ventilator operates according to manufacturer specifications.